Manufacturer narrative:
There is no indication that the nalu system failed or malfunctioned. The system had been in use for more than a year before the patient experienced the communication issues. The system was explanted due to anticipated MRI needs in the future due to a new and unrelated medical diagnosis.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. In june 2024 the firm was notified that the patient was having difficulties with communication between the implantable pulse generator (ipg) and the external therapy discs. Fluoroscopic imaging confirmed the ipg had migrated beyond the recommended depth for optimal communication. Patient was initially scheduled for a surgical revision to bring the ipg more superficial, however the patient received a new medical diagnosis and elected to explant the nalu system due to anticipation of frequent MRI needs. A full system explant was performed on (B)(6) 2024. Nalu was notified of the explant on (B)(6) 2024.